Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that the bolt that holds the hanger bar came off the boom, and the patient dropped to the bed, it appears the nut on the bolt that holds the hangar bar to the boom came off.